Event description:
The original analysis determined that the complaint fell into exemption category. During the evaluation of the unit it was concluded that the failure was isolated to the main pcb. This issue is not addressed by remedial action exemption z-0664-05.